Manufacturer narrative:
The customer complaint of a lvp and syringe module event was not confirmed or replicated since no product or device logs were returned for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported an event with an lvp and syringe module. Although requested, no other details about the event were given.